Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. The device was returned as part of recall actions with no initial complaint on the device. During the evaluation of the device at the third-party service center, foam particles are not visible. The device was visually inspected and found that the dust and dirt contaminants. The unit was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.